Event description:
It was reported the patient presented prior to a routine generator exchange. Prior to the procedure, it was noted the right ventricular lead exhibited high capture thresholds, possibly due to a fracture. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition before and after the procedure.